Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens came out unfolded from preloaded injector; surgeon had to cut it out. There was patient contact and procedure was completed. Additional information was requested.